Manufacturer narrative:
Date has been changed from (B)(6) 2018 to (B)(6) 2018.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred resulting in an emergency room (ER) visit. Customer experienced a blood glucose (bg) level of 450 mg/dl and moderate levels of ketones. Customer was treated via intravenous therapy and insulin drip in the ER. Customer was released form the ER with a bg of 205 mg/dl and in a stable condition.